Manufacturer narrative:
Although a component has been returned, the eval has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "no illumination from lio" (no code available). A surgical technician reports there was no illumination from the lio, which caused a 15 minute delay. The technician worked with the lio and eventually it started functioning. No pt injury reported.